Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient has competitor's leads that were not fully seated in the ipg properly. Surgical intervention was undertaken on (B)(6) 2025 during which the leads were reinserted in the ipg. Therapy was restored post-op.